Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during initial drain of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient pressed go to begin therapy without being connected. The patient then connected to the setup after the device alarmed. The technical service representative assisted in clearing the alarm and explained proper procedures to the patient. The patient was advised to complete therapy by starting over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report where the patient initiated therapy before being connected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.